Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that securacath central line placed on (B)(6) 2024 in the afternoon for a bone marrow transplant on (B)(6) 2024. Back from surgery at 5:30 p.m., checking for reflux on the red line and no reflux on the purple line, but good free flow. Taurolock placed on the violet line all night, follow up x-ray in the or with catheter in place on discharge. On the morning of (B)(6) 2024, no reflux after removal of the taurolock, and reflux after a second taurolock. Chemotherapy started at 10 a.m., chemo dosage at 12:30 p.m., no reflux, doctor notified, x-ray requested and performed at 3:30 p.m. Second chemotherapy at 4pm, x-ray results at 4:45pm, catheter displaced with peripheral migration. Immediate action: chemo paused; transplant delayed by 4 days from initial date of (B)(6) 2024. Apparent immediate consequences: delay in administering treatment and prolonged hospital stay plus repeated additional examinations (x-ray checkups with exposure to ionizing radiation). No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of catheter migration is inconclusive. The product returned for evaluation was one 5fr dl powerpicc catheter. A gross visual inspection of the returned unit found that the catheter was trimmed at the 19cm depth marker and yellow residue was present inside the extension tubing of both lumens. No other remarkable features were observed. The catheter was leak tested by flushing water through the luer using a 12ml luer lock syringe, but no leaks were observed. No damage or defects were observed on the returned unit which might contribute to catheter migration. It is unknown if clinical conditions contributed to the reported event. As these conditions cannot be replicated during investigation, the complaint remains inconclusive. This complaint will be recorded for future trending and monitoring purposes.